Manufacturer narrative:
Additional information received on 26 july 2016 and includes: x-rays have finally become available. On 19 august 2016 the medical affairs performed a clinical evaluation and commented as follows: instability after four years in a revision tka, perfectly implanted. According to report, the surgeon only exchanged the polyethylene insert. There is no information available to determine the cause for insurgent instability. It may be hypothesized that collateral ligaments became loose over the years and a higher insert was needed. No visible signs of loosening from the radiographs.

Manufacturer narrative:
Additional information received on 14 july 2016 and includes: x-rays are not available. Batch review performed on 22 july 2016. (B)(4).

Event description:
The patient came in due to feeling unstable. The surgeon swapped the poly. The surgery was completed successfully. Explants are available.

Manufacturer narrative:
On 08 november 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the anterior "clipping" features of the insert have been plastically deformed. We can suppose this is occurred in the attempt to remove it from tibial baseplate during revision. Articular surface of the insert shows slight sign of wear, as expected after four years from implantation. Knee instability cannot be related to this slight sign of wear. We can confirm that the event is not implant related.